Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an occasional blackout of image. The issue was identified during reprocessing. There were no reports of patient involvement.

Event description:
No new additional information received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8 h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable malfunction should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.